Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the ensite case study was returned. The case study indicates temperature control mode was used and maximum temperature reached during ablations was 38c. Ablations performed at 50w were no longer than 5s. No impedance or temperature anomalies were noted throughout the study. The tc2 temperature indicates the catheter was never removed and reinserted into the patient after ablations started. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information contained in the case study, it was unable to be determined when the blood clot was observed and the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the pulmonary vein isolation procedure, blood clots were observed on the catheter after the right and left pulmonary vein isolation. The blood clot was removed with a cloth and the procedure was completed with no adverse consequences to the patient. The hospital discarded the reported device.